Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when attempting to placed the lead for his bundle pacing, the lead dislodged repeatedly when slitting the sheath. The patient's atrium was quite big and with severe regurgitation. The physician then decided not to implant the lead. No patient complications have been reported as a result of this event.